Event description:
During t2 ph surgery, when the screw was inserted in most proximal screw hole of the nail, the surgeon felt that the insertion of the screw was hard. After inserting the screw, when the surgeon inserted the end cap, the end cap was not able to be inserted. Therefore, the surgeon completed the surgery without inserting the end cap.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report. Same pt event as MDR 9610622-2011-00456. .